Event description:
Upon removal of the fast-cath guiding introducer swartz sheath from the right femoral vein, the distal portion of the sheath remained in the patient¿s vein. The sro sheath was used during the procedure without incident. As the sheath was being withdrawn from the groin, it was noted that only the proximal portion of the sheath was removed from the patient. A vascular surgeon retrieved the sheath under direct visualization and repaired the vein. The patient tolerated the procedure well and is doing fine.

Manufacturer narrative:
(B)(4). One 8.5f fast-cath introducer sheath was received for evaluation. The results of the investigation concluded that the introducer sheath tubing had been kinked and separated midway throughout its length. The shaft tubing material at the location of the break had been stretched and torn consistent with forcible contact. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. The cause of the sheath damage is consistent with damage during use.